Event description:
Approximately one year after placement of lap-band the patient noted less restriction. Fluoroscopy revealed tubing leak at or near the tubing connector. Access port removed and replaced in 2003.